Event description:
Reporter alleged obtaining a discrepant blood glucose value of 256 mg/dl back to back with a result of 114 mg/dl when testing was performed within 10 minutes on the advantage system. Reporter stated that at a different time another comparative test of 418 mg/dl was performed back to back with a result of 195 mg/dl within 10 minutes on the same system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.